Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument did not clamp down fully. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis confirmed and replicated complaint "doesn't clamp down full". The instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips with 0.93mm. The grips were not found to be cracked. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.